Event description:
I used fixodent from approximately late 1997. While I was using fixodent, I began to feel tingling in my gums and I also could feel numbness in my fingers and toes. I was later diagnosed with having an anemia and white blood cells low. Dose or amount: denture cream. Frequency: twice daily. Route: oral. Dates of use: 2005 - 2009. Diagnosis or reason for use: denture a. Cream. Event abated after use stopped: no.